Manufacturer narrative:
(B)(4). Empty. The analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. The event reported could not be confirmed due the condition of the device. However, a corrective action has been initiated to address the root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device were difficult to open and then popped open when the trigger was squeezed. The clips fired properly and the clips were formed correctly. They completed the procedure with a new like device. There was no patient consequence reported.